Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00222. Product was approximately 2 months old at time of complaint. Dealer stated that the consumer alleged the product stopped running, and while trouble shooting the tech alleged 5 flashing lights and the motor getting hot. The product was returned and an evaluation was completed. Visual: the motor had evidence of scratches. Functional: (B)(4) readings were taken of the motor windings and the motor's brake coil. They were both within spec. The motor's brake engagement lever was engaged and disengaged 10 times. No discrepancies were observed. The motor did not operate smoothly and heated up quickly. After removing the motor break the motor operated with not discrepancies. The compliant could be duplicated. No injury is reported. Consumer stated the motor was very hot. Manufacturer has replaced the device and is attempting to get the alleged defective parts back for evaluation in order to confirm if this was an alleged heating event or discern a possible failure mode.

Manufacturer narrative:
No injury is reported. Consumer stated the motor was very hot. Manufacturer has replaced the device and is attempting to get the alleged defective parts back for evaluation in order to confirm if this was an alleged heating event or discern a possible failure mode.

Event description:
The consumer alleges the chair stopped running, had 5 flashing lights and the motor was very hot. No injury is alleged.

Event description:
The consumer alleges the chair stopped running, had 5 flashing lights and the motor was very hot. No injury is alleged.